Manufacturer narrative:
This report is submitted on february 15, 2022.

Event description:
Per the clinic, the patient experienced pain during an MRI and a lump over the magnet site. The bandage was correctly positioned prior to the MRI. The magnet was successfully surgically re-positioned on (B)(6) 2022. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported) due to pain and discomfort at incision site. This report is submitted on march 14, 2022.